Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a clip sucked in causing damage when removing from the valve/cylinder. The reported issue during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the jet tube and on the adhesive of the bending section cover which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the suction function did not work at all due to the damage on the suction cylinder. Additionally, due to damage on the air/water tube, the air supply volume did not meet the standard value. Upon further inspection, it was observed that whitish foreign material was in the jet tube and thread used for the bending section cover was in the adhesive of the bending section cover due to insufficient cleaning or mishandling of the scope. It was also observed that there was no color on the suction, air, and water cylinders. It was observed that switch one was cut. It was also observed that the label on the scope connector was damaged. It was observed that the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide bundle was slipping down and had breakage. It was also observed that the objective lens had a chip. It was observed that the light guide lens had a crack. It was also observed that the bending tube was deformed. It was observed that the connecting tube had snaking. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: flexibility adjustment ring, grip, scope cover, switch box, scope connector cover, scope connector case, plug unit and on the image guide protector. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.